Event description:
It was reported that during testing conducted at the user facility, the led cover was identified as broken. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the black cover port was confirmed during visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility, the led cover was identified as broken. No patient involvement or procedural delays were reported with this event.